Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate shock.   The device was started up at 6:07:26 am on (B)(6) 2022. At 16:13:59, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 17:24:46, the patient received the inappropriate treatment. Af with rvr contributed to the false detection. The rhythm at the time of treatment was af with rvr @ 170 bpm with pvcs. The post shock rhythm was af with rvr @ 150 bpm with pvcs/nsvt. The device was shut down at 1:49:07 pm on (B)(6) 2022. The patient passed away on (B)(6) 2022.